Event description:
Patient in cath lab for leadless pacemaker. Device was inserted. Device was interrogated by rep. Turned off temp pacer. Patient asystole. Compressions initiated and temporary pacer turned on to begin pacing when leadless pacemaker did not initiate pacing. Micra removed from patients body. New micra device was then inserted, tested and did pace patient after temporary pacer turned off. Able to remove temporary pacemaker and close groins safely.